Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve was cracked upon opening the box. The product was not in contact with the patient. No patient injury reported and the event did not led to surgical delay.

Manufacturer narrative:
The valve was returned for evaluation: device history record (DHR) - the product code 828824 with lot 4286897 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; the silicone housing was cut/torn around the siphon guard, the complaint was confirmed. Nevertheless, the customer claimed for out of box failure and valve not in contact with patient whereas some biological debris and hairs were found outside the valve therefore the device had been in contact with patient. The siphon guard was inspected under microscope at appropriate magnification; some scratches and marks were noted in the siphon guard. Root cause - the root cause for the issue reported by the customer "valve cracked" was probably due to the tear/cut noted in the silicone housing around the siphon guard. The cause of the cut/torn silicone housing was probably due to a "sharp or pointed object coming into contact with the silicone housing". The root cause for the cut/scratch marks noted on the siphon guard were probably caused by a sharp or pointed object coming into contact with the siphon guard (user mishandling). Complaint will be closed as 'damaged: during implantation: no delay'.